Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio vue meter read inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation as the patient was unable to be contacted in order to obtain additional information. The patient reported that the alleged inaccuracy began on an unspecified date during the end of (B)(6) or start of (B)(6) 2017. Since then the patient has obtained the following blood glucose results with the subject meter respectively: ¿282, 206, 306, 344, 287, 3xx, 434 and 283 mg/dl¿ and the following results on another device respectively: ¿105, 56, 121, 115, 76, 127, 202 and 68 mg/dl¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient did not specify what medication(s), if any, they take to manage their diabetes and did not state whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue started the patient reported developing ¿hypoglycemia¿ and it was reported that the patient was ¿dying¿ while using the subject meter. Although no follow up information could be obtained regarding this, the patient was the reporter of this alleged product issue and there is nothing to suggest that the patient has died. The patient reported that they self-treated with chocolate and then went to the hospital where they received unspecified treatment from a healthcare professional. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have control solution available to walk through a control solution test. A replacement was offered to the patient which the patient declined. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.